Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon states that the product "misfired" during the procedure. A "endo-gia" was pulled to continue. It misfired two times. There was no consequence to the patient.